Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh was implanted; and on (B)(6) 2003, repliform was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to sui. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence and dyspareunia. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent ktp laser laparoscopy with laparoscopic fulguration, laparoscopic enterolysis of the left colon with left salpingo ovariolysis, laparoscopic bilateral salpingo-oopheroctomy with cystourethroscopy to evaluate patency of left ureter with hormone pellet implants on (B)(6) 2015 due to left lower quadrant pain and swelling and post op total abdominal hysterectomy with left tube and ovary remaining. No additional information was provided.